Manufacturer narrative:
Test strip lot #: not provided.

Event description:
On (B)(6) 2013, the lay user/patient¿s grandmother (reporter) contacted lifescan (lfs) alleging that the onetouch ping meter reads inaccurately. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged the issue began in (B)(6) 2013. The patient¿s diabetes is managed with insulin pump therapy; however, the patient¿s testing frequency and usual blood glucose range are not clear. Per csr notes at 12am (date not specified) the reporter gave the patient something to eat and then gave him his correction (dosage not specified) based on his food intake at that time; the reason for food consumption at that time of day, however, is not clear. An hour later the patient reportedly obtained a blood glucose reading of ¿387 and 385mg/dl¿ with the subject meter. It is not clear what action the reporter took in response to the reported readings, it is not specified if the readings were typical results for the patient, nor is it clear if the patient¿s blood glucose was tested with another device. At 2pm the patient reportedly was found unresponsive and sweaty, the patient allegedly obtained a blood glucose reading of ¿46mg/dl¿ with the subject meter, and the reporter reportedly administered a glucagon injection as treatment. At an unspecified time afterwards, the emergency medical services (ems) was contacted, the patient obtained an unspecified low blood glucose reading with the ems¿s meter, and the patient reportedly received (from the ems) two more glucagon injections. It is not known when the patient¿s symptoms improved and it is not clear what the patient¿s blood glucose reading was (with the subject meter) after the patient¿s symptoms abated. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.